Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, apogee, & perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent hysteroscopy, essure placement anterior repair with perigee mesh, posterior repair with apogee mesh, and placement of urethral sling, cystoscopy,and colpotomy due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, bleeding, vaginal scarring and other. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion. No additional information was provided.

Manufacturer narrative:
.